Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 450cc gel breast prosthesis, catalog #3544507, lot #205839. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. The patient was involved in a motor vehicle accident on (B)(6) 2018 with considerable bruising on her right side. Rupture of the right breast prosthesis was confirmed by an MRI on (B)(6) 2018. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The patient had both of her breast prostheses explanted and they were replaced with a mentor memorygel breast implant 750cc gel breast prosthesis and a mentor memorygel breast implant 800cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).